Manufacturer narrative:
The product was visually inspected in the laboratory of (B)(6). No abnormalities were detected. The product was forwarded to the manufacturer for further investigation. Manufacturer investigation results: the device history record of the affected lot was checked. The lot was released on 2015-01-09. No conspicuity could be found for this lot number and no similar complaint was reported for this lot number. The sample was investigated by the manufacturer. The product seems to be dry (reported was a leakage during priming). A leakage test according to the manufacturer procedures was performed. This returned product was leak proof at the dialysate and at the blood side. The priming water could be performed without any problems. The returned product showed no deviation from specified values. A specific root cause for this reported failure could not be identified. There is no information available reasonably indicating a general lot issue. Based on the above mentioned investigation results a confirmation of the failure was not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested for evaluation; but not yet received. Investigation is pending. A supplemental medwatch will be submitted upon the receipt of new information.

Event description:
"During priming at the regular surgery on (B)(6) 2016 the customer found liquid was leaking to outside of the membrane. The liquid was considered to be the priming fluid. The customer replaced the device and the surgery was ended without no effect on the patient." -no adverse effects on the patient. Occurred during priming. (B)(4).